Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an orthopedic surgery the device delivered some shocks. The physician believed that the magnet that was placed on the ICD slid out of position and caused the shocks. The patient was stable.